Manufacturer narrative:
H3: 81 other - the suspect device was not returned for evaluaiton. A definitive root cause could not be determined.

Event description:
It was reported to vyaire medical the unit is auto cycling since last year. No patients involved.